Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the data from the device has not been able to be transmitted to merlin.net since the device was not able to communicate with the mymerlin application. There were no patient consequences.

Event description:
New information received notes that there was no device malfunction suspected but that the issue may be due to a communication anomaly between the mymerlin application and merlin.net.